Event description:
Unable to discontinue I. E., pull PICC out after known measures to facilitate removal were applied. PICC catheter was surgically removed. Utilized (B)(6) 2016. Diagnosis or reason for use: intravenous use for medication and fluid administration.